Event description:
It was reported that the machine "smelt funny" in surgery and the wand was smoking/steaming abnormally. All system equipment associated with the case is being returned for evaluation. Procedure was completed using a competitive device (bovie-cautery). No patient injury or other complications reported.

Manufacturer narrative:
Investigator determined no relationship between the returned device and the reported incident. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to odor issue include: there may have been an issue with another device used as part of the system such as excess use of the wand or not having enough saline solution to keep the tip from burning. There were no indications to suggest the device did not meet product specifications upon release into distribution. Visual inspection of the returned flow valve assembly found there were no visual or physical discrepancies with the device.